Event description:
One way valve within injection site faulty, resulting in blood pouring out of the site. No pt injury was reported.

Manufacturer narrative:
The actual devices in the reported incidents were not returned to the manufacturer to be evaluated. The house retain samples for the reported lot were physically weepage tested for leakage of water, past the disk per specification. The samples passed and no leaks were noted. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.